Event description:
Per importer's MDR: MDR decision date: 01/24/2013. January 26, 2013 - seh, no serious injury alleged. Malfunction alleged. Provider states hardware that attaches the back cannot be tightened. MDR filed.